Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 2.7 cm to 3.4 cm from the distal electrode tip, which breached the cable lumen.

Event description:
This report is to advise of an event observed during analysis.